Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Initial diagnosis: compression fracture it was reported that a patient with a compression fracture underwent a bkp at l3. As the balloon was being inflated, the physician noticed "leakage of contrast agent". The concerned balloon was removed and was replaced with a new balloon and the procedure was completed successfully. The surgical time was not extended due to the incident and no balloon fragments were left in the patient. No patient complications were associate with this event.